Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unknown pump error alarm. The customer stated that they was able to clear all the setting and active insulin but had suspended for more than 4 hrs. Customer was also stated that they was unable to enter auto basal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.